Event description:
It was reported that the device was used during a laparoscopic cholecystectomy procedure. On subsequent firings, the device produced malformed clips. Another device was used to complete the case. There was no adverse consequence to the pt. Device was discarded.

Manufacturer narrative:
(B) (4). (B) (4). Info is unavailable; device was not returned for evaluation. Device not returned. Evaluation summary: as a lot number was not received, a device history review could not be performed.